Event description:
A report has been received of where the powered wheelchair slows down and speeds up while driving and while the joystick is in the forward position, the joystick is being replaced. Please note any further information received will be reported in a supplemental report. No injury is alleged.